Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Nurse tried to force the piston of the novopen 3 back and it got locked [device failure]. A nurse injected a whole novorapid penfill [incorrect dose administered]. Case description: medical device info: novopen 3 class iib: this spontaneous case from foreign country was reported by a novo nordsik sales rep as "the pt's nurse did not know how to handle novopen 3 and injected a whole novorapid penfill. The nurses tried to force the piston of the novopen 3 back and it get locked" it concerns a male pt treated novopen 3 and novorapid penfill an unk date due to diabetes. Medical history includes a disease and meningitis. On an unk date the pt's nurse mistakenly injected a whole novorapid penfill. The pt was hospitalized. Reporter's causality assessment: possible. Novo nordisk causality assessment: reportable. Analysis result: prod: novopen 3. Lot # sscb520. Device conclusion: visual and functional examinations were performed. The piston rod was locked in its outer position. It is impossible to operate the pen. The movement accuracy of the piston rod was not measured due to the above fault. Prod novorapid penfill - 100ui/ml - 3ml. Lot# tw50273. Drug conclusion: due to insufficient complaint sample material a reference sample check was performed. A reference sample was examined macroscopically. Furthermore, the parameters identity, assay, degradation, and insulin aspart related impurities were examined. The reference sample was found to be normal. The results were found to comply with specs.

Manufacturer narrative:
Otc product = yes.